Manufacturer narrative:
(B)(4) : the customer reported that a monitor fell. No patient harm was reported. This is being reported only because philips cannot yet verify that this was a user mistake and not a malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No patient harm was reported.